Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the abdominal area with the implanted leads targeting the suprascapular nerve. The initial activation of the system was delayed due to the use of staples at the incision site, which interfered with communication between the ipg and the external therapy discs. After removing the staples and activating the system, the communication issues persisted. Troubleshooting in the field suggested that the ipg had migrated within the pocket, causing it to no longer be seated parallel to the skin surface. On (B)(6) 2025 a surgical revision was performed to move the existing ipg from the abdomen to the flank area. During the procedure 2 lead extensions were also introduced to accomodate the altered ipg location.

Manufacturer narrative:
The patient's son reported that the patient has difficulty being still, suggesting that possibly the ipg was disturbed during the healing process. Additionally, the placement in the abdominal area may have not provided stable tissue to keep the ipg in place while the patient moved around. Moving the ipg to the flank area will likely provide a more stable location..